Event description:
Customer reported via phone call that the insulin pump has been alarming button error while being in the hospital. Customer had a massive heart attack and was in the intensive care unit. Customer stated that hospitalization was not related to diabetes. Blood glucose value was 169 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had a missing end cap sticker, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.